Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. It was noted that the patient was taking part in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.